Manufacturer narrative:
(B)(4). Concomitant medical products: 010000662 ¿ g7 cup ¿ 6635277. Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip procedure, after impacting the cup to the final position a small thread piece from the end of the cup inserter had broken off and remained in side the acetabulum between the bone and device. The surgeon was able to retrieve the broken piece of inserter without compromising the cup placement or patient anatomy. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual inspection confirmed that the tip of each inserter is fractured. The fractured piece was not returned. The shaft is discolored and scratched. The strike plate exhibit impact marks that are consistent with a multiple use instrument. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.